Manufacturer narrative:
This report will be updated when additional information is received. Engineering analysis of the device data confirmed the device was depleting prematurely. However, the root cause of the premature battery depletion cannot be confirmed without a returned product. It should be noted that boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 43% at the follow up six months ago, to 16% currently. Premature battery depletion was suspected. A request was made for technical services to review the device data. Engineering review confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. In november, new device data was reviewed. The estimated remaining longevity had decreased to 12%. Engineering analysis confirmed the device was still depleting in a predictable manner and a new replacement interval of another 60 days was recommended. In january, the remaining longevity had decreased to 6% and a replacement window of 28 days was recommended to avoid the device reaching end of life (eol) battery status while implanted. Additional information was received in march. The physician informed the sales representative that the device will not be explanted or replaced as the patient no longer meets criteria for ICD indication. The system will remain implanted.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 43% at the follow up six months ago, to 16% currently. Premature battery depletion was suspected. A request was made for technical services to review the device data. Engineering review confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.